Event description:
It was reported that there were concerns for drop in battery longevity on this unknown device. Technical services (ts) requested data to further investigate for the battery behavior. This device remains in service. No adverse patient effects were reported.